Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is using lyumjev insulin. Tandem technical support informed customer that lyumjev is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.